Event description:
The user facility reported that during a therapeutic colonoscopy, two disposable hot biopsy forceps were not functioning. The user facility replaced active cords and electrosurgical units, but the difficulty remained. The users reported they used a similar device from another manufacturer to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The two hot biopsy forceps were returned to olympus for investigation. The investigation did not duplicate the user's report of the devices not functioning. The forceps were returned in a biohazard condition, which limited the extent of the investigation. An electrical test was performed and the forceps exhibited continuity between the distal end and the connector on the slider, however, the impedance values were noted to be variable. The device has been sent tot he original equipment manufacturer for further investigation. If significant additional information becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.